Event description:
During troubleshooting of an alarm the home patient (hp) stated that the heater bag had disconnected earlier and she reconnected it. The baxter technical service representative (tsr) assisted the hp to end therapy. The tsr referred the hp to the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the check supply line alarm. The hp reported that the issue was resolved by ending therapy on the cycler. The hp said she saw the heater had disconnected and reconnected it but there no were no leaks. The hp felt that she may not have connected the bag securely. The hp and did not remember which cycle number she was in at the time. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This report of a connection issue was confirmed and the assignable cause is use error incomplete connection. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.